Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and identified false downstream occlusion alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed force sensor. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed false downstream occlusion. No additional information is available.